Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. This was manifested by cloudy effluent fluid and abdominal pain. The treatment for this event was not reported. The cause of this event was a breach in aseptic technique. On an unknown date, the patient was retrained on aseptic technique. At the time of this report the patient had recovered from this event. No additional information is available.